Event description:
The dealer, on behalf of the end user, called to report that the joystick was allegedly changing mode on it's own. Further investigation with the mother of the end user concluded that the joystick would scroll through operational modes until a power cycle was preformed. The mother states that there was no injury or incident associated with the reported joystick fault. The mother indicated that there was a communicative scanning device that was in operation during the time, however, the communicative scanning device was not fitted to interface with the joystick. The mother states that the joystick was old and it was ready to be replaced. A new joystick was shipped to the end user to resolve the issue. The mother, on behalf of the end user, states that the new joystick operates normally and has resolved the issues the end user had. The mother states that the joystick was disposed of and is not available for further investigation.

Manufacturer narrative:
This device was originally manufactured by the teftec corporation. Next mobility has since acquired the assets of teftec and provides service and satisfies the warranty claims of the legacy devices per agreement with teftec. Next mobility now manufactures and markets the ne production of the omegatrac.